Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient presented in the emergency room after receiving inappropriate defibrillation therapy. Furthermore, noise was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition following the procedure.

Manufacturer narrative:
As received, only the connector portion of the lead was returned in one piece. A visual examination revealed an external insulation abrasion exposing the ring electrode coil located on the is-1 connector leg caused by friction to the device can. The cause of the reported events was isolated to the exposure of the ring electrode coil in the abrasion zone.

Manufacturer narrative:
Additional information: b5, h6.

Event description:
Additional information received indicated the physician suspected right ventricular lead insulation damage to be the cause of the event.